Event description:
Boston scientific received information that this pacemaker's battery was depleting rapidly. The longevity had gone from 8.5 years to 6 years during the past year. The patient was in atrial fibrillation (af) burden 28% of the time. Attempts to obtain additional information were unsuccessful. The device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's battery was depleting rapidly. The longevity had gone from 8.5 years to 6 years during the past year. The patient was in atrial fibrillation (af) burden 28% of the time. Attempts to obtain additional information were unsuccessful. The device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned implantable pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's battery was depleting rapidly. The longevity had gone from 8.5 years to 6 years during the past year. The patient was in atrial fibrillation (af) burden 28% of the time. Attempts to obtain additional information were unsuccessful. The device remains in service. No adverse patient effects were reported.